Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and device evaluation results. Updated device return date, follow-up report submitter, report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.